Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Event description:
This is a solicited case report received from a female consumer of unspecified age in united states on (B)(6) 2015 who was involved in an active online listening, (B)(4). On an unspecified date, essure was inserted for birth control. Consumer reported that on (B)(6) 2015, a total hysterectomy was done, because she was being poisoned with heavy metals from essure device. She was still in a fair amount of pain and was wondering if that was normal. Ptc (product technical complaint) investigation result received on (B)(4) 2015. The (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Metal poisoning is not an identified failure mode of essure. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the (B)(4) database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, solicited case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and was submitted to a total hysterectomy because she was being poisoned with heavy metals from the essure device. The reported event was considered serious due to medical importance and is unlisted according to essure's reference safety information. The essure insert consists of a nickel-titanium alloy, which is generally considered safe. Patients who are allergic to nickel titanium may suffer an allergic reaction to the micro-insert. In this particular case, although limited information was provided (consumer's symptoms were not specified); since the consumer related the event to the suspect insert and considering a hysterectomy was required; causality cannot be excluded and this case was considered an incident. Additionally the non-serious still in fair amount of pain was reported. No follow-up will be pursued since this is a social media case. The product technical analysis concluded unconfirmed quality defect. There is no reason to suspect a causal relationship to a potential quality deficit based on this report.